Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the occlusion test and unable to prime at 2.5 pounds during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). The motor passed the motor test. They were unable to confirm the motor position encoder error alarm due to the erased history file. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 17 mmol/l. The pump was dropped in the hospital where the customer worked. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.